Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional g3: date received by manufacturer - additional h2: additional information/device evaluation h3: additional h6: type of investigation - additional.

Event description:
It was reported that a pairing issue occurred. Product was provided for investigation. An external visual inspection was performed and passed. Nordic bluetooth pairing test was performed and failed due to no pairing code. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, a signal loss over an hour was found in connection to the reported allegation. The probable cause of the signal loss was determined to be the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.